Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. The photo show partial view of clinician holding a sheath loaded with dilator in which the tip of the dilator was noted to be deformed. Blood stains were noted on the device. Therefore, investigation is confirmed for the reported deformation issue as the tip of the dilator noted to be deformed and inconclusive for the reported failure to advance issue as the exact circumstances at the time of the reported event cannot be verified from the provided photo. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement using power port MRI isp, 8 fr groshong, int sp, sl. It was reported that during the procedure, the catheter sheath was allegedly resistance was encountered during insertion upon attempting to withdraw the puncture needle. Despite multiple attempts, entry into the vessel was unsuccessful even after dilation. The sheath was subsequently removed, and the catheter sheath distal dip was allegedly found irregular and rough. Reportedly, the patient allegedly experienced pain. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the catheter sheath was allegedly resistance was encountered during insertion upon attempting to withdraw the puncture needle. Despite multiple attempts, entry into the vessel was unsuccessful even after dilation. The sheath was subsequently removed, and the catheter sheath distal dip was allegedly found irregular and rough. Reportedly, patient allegedly experienced pain. The procedure was completed using another device. There was no reported patient injury.